Event description:
Maestro drill started to randomly run itself. It would turn off and then ran without anyone using the footpedal or handswitch. Equipment was taken out of circulation and tagged. Equipment sent to biomed.